Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked handle, battery door and right plunger case. During analysis, the reported problem was duplicated, and it could not be powered up. It was noted that the main printed circuit board (pcb) was the cause of the reported issue. Service replaced the main pcb to correct the reported issue and performed power up process and uploaded software. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that after the system was reset, the smiths medical medfusion pump could not turn on and exhibited constant alarm. No adverse effects were reported.